Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, the patient underwent a traditional laparoscopic surgical procedure to treat a staple line bleed that was identified post-operatively. However, at this time, the root cause of the operative complication is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted gastric bypass procedure, a staple line bleed was identified post-operatively. As a result of the operative complication, the patient underwent a traditional laparoscopic procedure on post-operative day #1 to treat the bleeding. No further clinical information was provided. On 27-jun-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was initially informed of the reported event by the surgeon. The csr was not present during the da vinci-assisted surgical procedure which was completed robotically. There were no reports of a malfunction of a da vinci system, instrument, or accessory. According to the csr, the surgeon informed him that no bleeding was observed on the staple line during the da vinci-assisted gastric bypass procedure. Post-operatively, a staple line bleed was identified and the patient underwent a traditional laparoscopic surgical procedure to treat the bleeding. The csr did not know what specific medical intervention was administered or performed during the subsequent procedure. On 19-jul-2018, the csr provided the following additional information regarding the reported event: the csr spoke to the surgeon about the reported event. The surgeon used two stapler 45 instruments during the surgical procedure which is his normal practice. The surgeon did not experience any clamping, firing, or unclamping issues while using the stapler instruments. There was no tissue tension or tissue bunching. The surgical staff did not encounter any error messages related to stapling during the case. No malformed staples were identified. There were also no intra-operative complications. The surgeon indicated that the blood loss from the surgical procedure was about 22 cc. On post-operative day #1, the patient underwent traditional laparoscopic surgery to treat a staple line bleed. The patient had reportedly experienced a post-operative blood loss of approximately 1 liter and 5 units of blood were administered as a result. The surgeon oversewed the staple line. However, according to the surgeon, the staple line continued to ¿ooze¿ blood afterwards. The surgeon indicated that possibly the patient had an underlying condition that was causing the patient to continue bleeding. The staple line bleed was located in the area where a blue stapler 45 reload was fired. The surgeon indicated that the patient was ¿alive and well.¿

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs show 7 total stapler fires involving 5 blue and 2 white stapler 45 reloads by 2 different stapler 45 instruments (lot t10180524-0005 and lot t10180524-0010). The available system logs only show the 2 firings involving the 2 white stapler 45 reloads on installs 6 and 7. The previous installs are not available. From these two installs, both firings were completed (one by each instrument). There are no events that would explain a possible cause of the alleged staple line bleed. Based on the information provided at this time, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, the patient underwent a traditional laparoscopic surgical procedure to treat a staple line bleed that was identified post-operatively. However, at this time, the root cause of the operative complication is still unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument involved with this complaint and completed investigations. The stapler instrument was tested on an in-house da vinci system. The instrument passed initialization, clamped, fired, and unclamped without any issues. Based on the current information provided at this time, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, the patient underwent a traditional laparoscopic surgical procedure to treat a staple line bleed that was identified post-operatively. However, at this time, the root cause of the operative complication is still unknown.